Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) display was flickering. There was no injury reported.

Manufacturer narrative:
Updated fields: b3, b4, b5, b6, b7, d9 (return to manufacture date), d10, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11 corrected fields: h6 (medical device ¿ problem code). Date of event updated: 2025-08-10. A getinge field service engineer (fse) evaluated the unit and replaced display (0160-00-0113 ), cable video receiver (0670-00-0736), mounting plate (0406-00-0916) and video receiver (0012-00-1747). The fse could not identify what caused the issue with the screen. On arrival the screen was flickering and the fse was unable to review display. No fault codes were identified to have caused display issues. The failure analysis and testing department received the following parts associated with this complaint: mountain plate, display, color video receiver, cable video receiver to lcd. These parts were received with a reported unit failure message of ¿screen flickering¿. The failure analysis and testing department performed a visual inspection, and the parts were found to be in good physical condition with no signs of mechanical damage and contamination observed. All received complaint parts were installed into the cardiosave and tested together and separately to factory specifications per the procedure. Performed functional tests and passed. Also, pumped the cs300 test fixture and could not be observed screen was flickering. The fat dept. Could not verify the failure message of ¿screen flickering¿. All parts work correctly during tested. The fat dept. Could not be observed screen flickering. All parts passed testing. Retaining all parts in the fat dept. Per procedure. Probable root cause could be loose cable, connector seating issue, or intermittent contact in the system harness during field operation.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) display is flickering. The customer stated it could be related to a power surge at the hospital. There was no patient involved.